Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the physician noticed an insulation break at proximal end of the sleeve on the right ventricular lead (rv). The lead was capped and replaced on 04 oct 2024. The patient was in stable condition.